Event description:
The customer reported the ventilator backup battery failed during use. The customer reported there was no patient harm. Review of the ventilator diagnostic log verified the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. Upon evaluation, the manufacturer's field service technician reported finding the backup battery depleted and would not hold a charge. The backup battery was replaced to address the finding. Applicable final testing was completed and tests passed to operating specifications. This event is being reported as a user error due to failure to maintain the backup battery as specified. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source.